Event description:
Subsequent to the initial medwatch report, the following information was received: the physician informed the patient on (B)(6) 2011 that after reviewing her medical record, the starclose se device was not deployed in her common femoral artery because of "something in the artery he did not like." The starclose se aftercare booklet was reportedly given to the patient in error. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information indicated that the starclose se device was not deployed in the common femoral artery of the patient because of something in the artery the physician did not like. The patient was provided the starclose se device aftercare booklet in error. A query and review of the complaint handling database was not performed because the device lot number was not reported. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. A product quality deficiency was not noted.

Event description:
It was reported that after a peripheral stenting procedure of the left lower limb to restore blood flow and a petal pulse, arteriotomy closure was achieved of the right common femoral artery using a starclose se device. Reportedly, three hours after the procedure, when the patient stood up, blood gushed from the access site. The patient was taken to the emergency room via an ambulance, where a non-abbott mechanical compression device was used to achieve hemostasis. The patient was discharged to home later the same day with access site redness and minor swelling, which resolved within a month without treatment. Although, the patient believed she was not rebounding quickly enough from the peripheral revascularization, she was told that blood flow and petal pulses to the limb were good.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. While reading the starclose se device patient information guide, the patient noticed that the booklet states that the starclose se device clip should not be used in patients who are allergic to nickel or titanium metals. If you are allergic, let your doctor know. The patient contacted the physician to inform him that she had tested positive by a skin sensitivity test for nickel five years ago. The patient stated she was not asked prior to the revascularization procedure if she had a nickel allergy; however, her medical record did note the allergy to nickel. The patient reported that she had no remaining symptoms at the access site, the physician was not concerned, and no prophylactic treatment was provided. There were no reported adverse patient sequelae. Although, the physician completed training and is certified in the use of the starclose se device, the physician told the patient that he was not aware that the starclose se clip contained nickel. No additional information was provided. Use in a patient with nickel hypersensitivity. The starclose se instructions for use state under contraindications that the starclose se vascular closure system is contraindicated for the use in patients with hypersensitivity to nickel-titanium. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.